Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 574 mg/dl. Customer also reported that there was blood at site. Customer reported she ran out of insulin. Customer declined to troubleshooting for hyperglycemia. No further details were provided regarding hyperglycemia. It was unknown whether the customer using auto mode feature at the time of incident. Insulin pump will not be returned for analysis.